Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen was cracked and became unreadable, consistent with a mechanical damage to the display component, and a replacement pump was arranged with instructions provided for shutdown and return. Symptoms included no reported blood glucose impact. Outcomes included continued diabetes management using the patient¿s cgm system while awaiting the replacement device. Investigation included collection of device details and coordination of device return for evaluation. Investigation of this case revealed a damaged screen that impaired usability, consistent with a device display component failure due to external damage. It was concluded, based on previously established findings for similar reports, that the cause was device damage from handling or external force.